Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received possible inappropriate implantable cardioverter defibrillator (ICD) therapy for a trial tachycardia. The ICD remains in use. No further patient complications have been reported as a result of this event.